Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient was unable to obtain more than 2 to 4 coupling bars and had much difficulty getting that since she was implanted. Even with obtaining that, the patient could reportedly not keep the coupling bars to stay. The reporter stated that this had been confirmed a few times in the past. At the patient's pocket revision surgery, an attempt was made with a different recharger but it was only possible to get two coupling bars, 4 with pressure. It was however not possible to maintain the coupling bars. There were no patient symptoms or injuries related to this event. However, the implantable neurostimulator (ins) was consequently repositioned. Eight coupling bars were obtained post-operatively in both a lying and sitting position. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).